Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On 10/04/2024, it was reported that the patient experienced shaky, incoherence, and was reportedly almost completely unresponsive. The cgm was reading 240 mg/dl and the blood glucose was not checked. The caretaker called an ambulance without providing treatment. 30 minutes later, the bg by ems was 412 mg/dl while the egv was still 240 mg/dl. The patient was hospitalized for 9 days during which time was was treated with insulin by unspecified route. At the time of the call, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient first had sympto. Once the ambulance came and ems checked the bg, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.